Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a sleeve gastrectomy procedure, the surgeon reported patient with post-operative intraluminal bleeding. The initial device was used to complete the original procedure. Additional diagnostic testing and observation were required.

Manufacturer narrative:
(B)(4). Additional information requested and received: how was the bleeding diagnosed: by dr. (B)(6); how long post-op did bleeding occur: post op day one; what specific diagnostic testing was done: not specified; what was the cartridge selection to create the sleeve: he uses gold, then blue the rest of the way up to finish the sleeve; was buttressing material used: no; was there any issue with staple formation during procedure: no; what is the current patient status: no further interventions reported.